Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) might have delivered a shock. Follow up did not yield any additional information. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).